Event description:
The hilow was drifting on this bed.

Manufacturer narrative:
The technician determined that the hilow was drifting and therefore, resolved the issue by cleaning the hilow brake on the ball screw. Upon completion of this work, the equipment operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.